Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced red heart, low speed operation, and low flow alarms, as well as pump stoppage events. No alarms were observed while the system was connected to batteries or connected to an ungrounded power module patient cable. The lvad clinicians suspected a driveline fracture. Review of the submitted log files by a representative of the manufacturer's technical service team confirmed the alarms and pump stoppage events. Review of the submitted x-rays appeared to show some separation at the pump end bend relief. On (B)(6) 2016 the patient underwent a pump exchange.

Manufacturer narrative:
Device evaluation: the reported low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log file; however, the cause of the abnormal pump operation could not be conclusively determined based on the evaluation of the returned device. On (B)(6) 2016 between 0:05 - 0:10, several low speed events and 4 pump stoppages were captured, which were associated with low speed and low flow hazard alarms, driveline disconnected alarms, and pump power elevations up to 13.2 watts. The interruptions in pump function occurred while the patient was operating on the power module only and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portions of the driveline did not confirm any wire damage. The pump was returned assembled with the driveline severed approximately 0.5 inches from the pump housing and the distal end of the driveline measuring approximately 23" inches in length was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Electrical continuity testing of both returned driveline segments revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, several areas of breakdown of the metal braided shield were observed on the distal returned portion of the driveline, which appeared consistent with approximately 2.5 years of use. In addition, an area of shield breakdown was noted adjacent to the nipple of the pump housing. Visual examination of the underlying wires revealed minor insulation abrasion adjacent to the nipple of the pump housing; however, the wires otherwise appeared unremarkable. Microscopic inspection of the wires did not reveal any areas of compromised wire insulation exposing the inner conductors along the length of both returned driveline segments. The returned portions of the driveline were suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify a device-related issue that would have contributed to the reported abnormal pump operation. The location of the suspected driveline wire compromise could not be determined; however, approximately 14.5 inches of the entire length of the driveline was not returned for analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.